Event description:
Company has recently received a report from a local hospital of a problem encountered with a critically ill pt on a sensormedics 3100a oscillator. It was reported that the users were unable to control the delta p on the ventilator. Unfortunately, the pt passed away. The initial report received would indicate that whereas the pt was critically ill the clinicians feel that this technical limitation of the oscillator "did not help" the final outcome. It is not the contention of the hospital that the oscillator was the cause of the death.